Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. A supply change was performed to address the issue. Additionally, the customer reported that the pump did not allow a food bolus due to target blood glucose (bg) was set to 120 mg/dl. At the time of the event, bg was 140 mg/dl. Reportedly, the customer had only entered the bolus for carbohydrates and did not enter a bg value. Tandem technical support educated the customer regarding the bolus features of the pump. Bg was 140 mg/dl.